Event description:
Procedure type: low anterior resection. According to the reporter: after firing, the device could not be removed. When the surgeon pulled it, the device was removed and the anvil remained in the cavity. It was then noticed that the tissue was not fully cut. The tissue was resected and a new anastomosis was performed. No bleeding and no tissue damage was reported, and surgical time was not extended significantly.